Event description:
Caller reported damage to pump's usb, with a broken part of the charging cable stuck in the charging port affecting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.